Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown (B)(4). Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that the unspecified bd nexiva IV catheter experienced tubing separation from adapter/luer connector during use. The following information was provided by the initial reporter: this is a report about separation of the connection between nexiva and the ext. Tubing (neither the catalog # nor the lot number remains unknown). During using nexiva (cat # unknown) with its catheter adapter connected to the top's ext. Tubing, the connection was separated. No information on leakage etc. Was obtained.